Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. It was noted the cardiac resynchronization therapy defibrillator was in back-up mode. A device download could not be performed due to unexplained power on reset. Device replacement was discussed.